Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The parent of the user reported that for the last 3 months there has been a problem in hearing performance with the device. The change in sound quality is reported to have been gradual. No trauma is reported. Reimplantation is considered

Manufacturer narrative:
According to the currently available information, gradual decrease in hearing was reported. This is most likely caused by a damage to the active electrode caused by minute device mobility. However to determine an exact root cause a device investigation of the explanted device is necessary. Re-implantation is considered but no date has been scheduled yet. This is a final report.

Event description:
Parents of the user reported hearing performance issues of the user for the last 3 months. The change in sound quality was reportedly gradual. No trauma was reported. Per new information no redness or swelling was noted around the implant side. Reimplantation is considered but no date for the surgery has been scheduled yet.